Event description:
The pt's pharmacist called lifescan and alleged that the pt was unable to test because the "c" button was not working. The pt stated that they were unable to test on the meter. They visited their physician for assistance. They were given pills and their oral medication was increased. The pt did not report any blood glucose results. It is also not known how long the pt was unable to test on their meter. The button isue was not resolved, which could interfere with the pt's ability to change code number and meter settings. A replacement meter is not being sent.

Event description:
The patient's pharmacist called lifescan and alleged that the patient was unable to test because the "c" button was not working. The patient stated that the patient was unable to test on the meter. The patient visited the physician for assistance. The patient was given pills and the patient's oral medication was increased. The patient did not report any blood glucose results. It is also not known how long the patient was unable to test on the patient's meter. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt. Based on the information provided, there is evidence of a meter malfunction ( the button issue was not resolved, which could interfere with the patient's ability to change the code number and the meter settings ); however, there is no evidence of the meter contributing to a serious injury. A replacement meter is not being sent.